Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy robotic assisted lobectomy, there was loading and firing of clips. Surgeon used another clip applier to resolve the issue. No patient injury.